Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead helix could not be screwed out when it reached the target position. The rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.